Manufacturer narrative:
The tech found the casters worn and the caster supports broken. He replaced the casters and the supports to repair the bed.

Event description:
Info received indicates the brake is not holding.